Event description:
It was reported that pump screen was broken, with touchscreen cracked and unreadable, although pump still powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return affected pump, and distributor coordinated replacement with new pump assigned and device return planned for later evaluation.